Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 9/7/93 and removed on 9/17/96 due to a "malfunction." In the received information the physician stated that the pump was "nonfunctioning" and that the "reservoir and cylinders (were) empty." The physician also stated that there were no apparent circumstances in the patient's history that would have contributed to this occurrence. In addition the physician stated that the device was damaged during the explant procedure. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or additional information be received, qa will re-evaluate this complaint in accordance to procedures.

Event description:
Per the info provided to co by the physician, the device was removed as "the device wouldn't pump up." 1/12/96 upon recept of the physician/surgeons operative notes it stated "malfunction of penile prosthesis, removal of three piece penile prosthesis, replacement of three-piece penile prosthesis." "The pt received ampicillin and gentamycin prior to the start of the procedure."